Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to impedance issues.

Manufacturer narrative:
5/29/18 - we received a more detailed analysis. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available follow up data were analyzed. The impedance trend curve showed stable values around 650 ohms until april 2017 with a subsequent gradual increase up to 2400 ohms in (B)(6) 2017. The impedance decreased in the following to approx. 2000 ohms and remained stable until (B)(6) 2018 when the lead was capped as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.